Event description:
It was reported that a cadd® cadd-prizm® vip system will not stay on. There is no report of any patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted a 'power down' message was recorded. Functional testing included use testing. The pump was powered on and would intermittently lose power. Further inspection found a bad solder joint of the battery contacts. The battery contacts were replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be established.